Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and difficult to remove appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the tortuous left anterior descending (lad) coronary artery at the bifurcation of the diagonal. A 2.0 x 08 mm mini vision rx stent delivery system was selected for the procedure. During preparation there was no resistance felt during removal of the protective cover and no manipulation/handling of the stent prior to use. The sds was advanced with a little resistance felt to the lesion and would not cross. During removal of the sds from the anatomy with slight resistance felt, the stent implant dislodged from the balloon. The dislodged stent implant could not be retrieved, so it was crushed against the wall of the vessel. The procedure was stopped at that point. There was no reported clinically significant delay in the procedure due to the stent dislodgement. No additional information was provided.